Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿overfeeding". The unit was triaged and the reported issue could not be confirmed at this time; a visual inspection of the units exterior found no obvious issues. The unit powered up under battery power with no anomalies noted. An ac adaptor was attached to the unit. A feed rate of 400 ml/hr was programmed and the unit ran for fifteen minutes prior to testing. A pump flow rate test was then performed. The pump was set up to deliver a continuous flow rate of 125 ml/hour. The pump delivered a volume of 66.32 ml in a 30 minute period (the specification for this test is 60.63 ml to 69.38 ml) which is within the stated specifications. A second pump flow rate test was performed. The pump was set up to deliver a continuous flow rate of 125 ml/hour. The pump delivered a volume of 67.81 ml in a 30 minute period (the specification for this test is 60.63 ml to 69.38 ml) which is within the stated specifications. The motor speed/ pump accuracy portion of the performance certification was performed. The pump was set to a feed rate of 125 ml/hour and allowed to run in continuous feed mode for 1 minute. Afterwards, the time elapsed between rotor start and next rotor start was measured using a stopwatch. This was performed for 5 trials. The average time elapsed for 5 trials was 8.54 seconds, which was within the allowable range for a feed rate of 125 ml/hour (7.7 seconds 9.4 seconds). The pump is performing within specifications. The reported condition of overfeeding could not be verified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the enteral feeding pump is over feeding during testing. The customer was not able to provide what the settings for volume to be delivered and rate were verses what the unit actually delivered.